Event description:
It was reported by the sales rep that the patient would like to switch to a bhs unit because they developed a rash with blisters while using the 72r electrodes. The patient states that they changed the electrodes and rotated the position of them on their skin every day. The patient with their doctor and was told to stop wearing the electrodes. They applied cortisone cream and green tea oil to the area. The patient will be switched to a bhs unit.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the patient would like to switch to a bhs unit because she developed a rash with blisters while using the 72r electrodes. The patient states that she changed the electrodes and rotated the position of them on her skin every day. She states she spoke with her doctor and was told to stop wearing the electrodes. She applied cortizone cream and green tea oil to the area. The sales rep has provided an rx from the doctor, so the patient will be switched to a bhs unit. No additional patient consequences have been reported. 72r electrodes were not returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, d8-9, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. Investigation summary: the 72r electrodes were received for evaluation. A visual inspection of the customer returned 72r electrodes was performed and indicated that the part was in good condition from visual perspective. The DHR/ coc was reviewed and showed no reported non-conformances and deviations. The failure was not confirmed for the reported condition of the "blister & rash". The investigation indicated that all the specifications were within the limit. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "blister & rash". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Review of complaint history identified (54) total complaints from (november 03, 2020) to (november 03, 2021) for pn (106130-20) and events related to (electrodes: rash/irritation). Keyword search criteria: (complaint codes: bhp electrodes: rash/irritation) the search was specified to the lot no. 109101. The search identified (0) complaints. Review of complaint history identified (0) total complaints from (november 03, 2020) to (november 03, 2021) for pn (106130-20) and events related to (electrodes: blister). Keyword search criteria: (complaint codes: bhp medical: blister). The search was specified to the lot no. 109101. The search identified 0 complaints. Highridge medical will continue to monitor for trend. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Manufacturer narrative:
Corrections in h6: evaluation codes (results and conclusions)

Event description:
It was reported by the sales rep that the patient would like to switch to a bhs unit because she developed a rash with blisters while using the 72r electrodes. The patient states that she changed the electrodes and rotated the position of them on her skin every day. She states she spoke with her doctor and was told to stop wearing the electrodes. She applied cortizone cream and green tea oil to the area. The sales rep has provided an rx from the doctor, so the patient will be switched to a bhs unit. No additional patient consequences have been reported. 72r electrodes were not returned for further evaluation.